Event description:
Same case as MFR#2134265-2008-02700, -02702, -02703. It was reported by the consumer that post a drug eluting stenting treatment procedure, a stent fracture occurred and the pt experienced pain. The pt had two taxus express2 drug eluting stents placed in 2006, and two more taxus express2 drug eluting stents placed 43 days later. The reported sizes of the stents were 2.75x32mm, 2.50x24mm, 2.75x12mm, and one unk size stent. It is unclear as to what specific stent was placed in each procedure. Approximately 2 years later, the pt experienced an abnormal stress test during a routing cardiac follow up. The consumer had an angiogram one month later and was told that the stent was "broken." The pt has experienced "sticking or piercing pains all over" since the angiogram was completed. The pt denied experiencing cardiac symptoms prior to the stress test. Further follow up with the physician confirmed that one of the stents had fractured, although it was unknown which stent had fractured. No intervention was performed and the physician felt there were no pt issues related to the stent fracture. No further info was available.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.